Event description:
Healthcare professional (hcp) reports 4 incidents of blood leaks at the luer connection of the arterial header and the arterial blood line. No leaks noted during prime. Approximate blood loss, 30cc, with each incident. No pt injury or medical intervention reported per the hcp.